Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2021 via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator (ICD) was in backup vvi mode due to merlin. No programming changes were made to the ICD. The patient was in stable condition.